Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens of diopter -7.0 into the patient's right eye (od) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. The reporter did not give a cause for this event.